Manufacturer narrative:
This is a close out report by the foreign reporter. Invistigation: a slight touch on the handle would cause the hoist to self wind down, rapidly. Conlcusions: this incident was caused by a product malfunction. Corrective actions: the spring retainer has been replaced and the jacking tube assembly is to be replaced at the next service.

Event description:
A mem ber of staff has raised the hoist with a female resident on it. Upon releasing the handle it immediately spun around lowering the hoist rapidly. No injury was sustained by resident but the member of staff received a blow to her hand when attempting to stop the revolving handle.